Event description:
It was reported that the patient experienced a severe neurological pain shooting down her right leg in the middle of the night. The patient was hospitalized due to the pain. This happened before, but was not as severe. No falls, traumas or medical procedures were reported. Morphine, dilaudid and another unknown drug with a steroid were administered for pain due to the irritation of the sciatic nerve. The patient was also treated with prednisone. The device was both on and off when she felt the leg pain. In the past, the shooting pain was felt on her right side during the night when her device was turned on. Stimulation was also felt in the wrong location. This was resolved after meeting with the manufacturing representative. An appointment was scheduled with the patient's physician for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. High impedances were reported on electrodes 6 and 13, but it was noted that these electrodes were not being used. It was noted that the patient was reprogrammed, and their "stimulation checked out fine." It was further noted that the health care professional (hcp) went through each program and turned the stimulation on to ensure that they felt fine. No patient injury was reported. The patient was not hospitalized due to this event.

Event description:
Additional information received reported that the stimulation was off when the most recent pain occurred. The patient stated that this had happened to her once before, also when not using stimulation. The patient stated that the stimulation was helping a lot with her pain, but she wanted to make sure that she hadn't "done something to the stimulator" that made her experience the shooting pain. The patient's stimulator was checked and all programs worked properly with no discomfort related to the stimulation being on. It was noted that the patient did have two electrodes that showed high impedances, but none of her groups were using those electrodes.

Manufacturer narrative:
Product ID 39565-30, lot# n168438003, implanted: 2008 (B)(6), explanted, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), explanted, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).